Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility, is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
One month post implantation impedance measurements showed two electrode channels involved in a short circuit. Subsequent measurements over time show an increase in the number of electrode channels with high impedance status and short circuits. There was a gradual deterioration of responses. No date for re-implantation has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
One month post implantation impedance measurements showed two electrode channels involved in a short circuit. Subsequent measurements over time show an increase in the number of electrode channels with high impedance status and short circuits. There was gradual deterioration of responses.

Manufacturer narrative:
Damage to the active electrode under silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's hearing performance with the device deteriorated. There were no reported issues during implantation surgery. The patient was re-implanted.